Manufacturer narrative:
The devices have been returned for evaluation. The investigation is ongoing.

Event description:
A revision surgery of the right hip has been reported due to squeaking with exchange of the ceramic insert and ceramic ball head.

Manufacturer narrative:
The previously reported ceramic insert is not registered in the us, therefore the section has been changed to the ceramic ball head which is also involved in the incident.